Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments to the bilateral submental areas in (B)(6) 2021 using the coolmini applicator and may have developed paradoxical adipose hyperplasia. The patient was evaluated by a physician on (B)(6) 2022. The patient first noticed symptoms after the (B)(6) 2021 treatment. The area was described as appearing larger and the jawline as being less well defined. Visibly englarged tissue volume was observed.

Manufacturer narrative:
Corrected data.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments to the bilateral submental areas on (B)(6) 2021 using the coolmini applicator and may have developed paradoxical adipose hyperplasia. The patient was evaluated by a physician on (B)(6) 2022. The patient first noticed symptoms after on (B)(6) 2021 treatment. The area was described as appearing larger and the jawline as being less well defined. Visibly enlarged tissue volume was observed.